Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the reported phenomenon occurred during a therapeutic ureteroscopy and laser lithotripsy procedure where the image went black almost immediately. The procedure where the image went black almost immediately. The procedure was said to have been aborted as a result of the image loss in addition to no backup endoscope was readily available. There was no patient harm reported. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. There was no image noted and heavy fluid invasion was found inside the control body and in the light-guide connector which likely caused or contributed to the reported image difficulty. However, the device was noted to pass leakage testing. As the device passed leak testing the likely source of the fluid invasion appears to be due to mishandling, likely during reprocessing. The charge-coupled device (ccd) was damaged due to fluid invasion. Additionally, the distal end cover was melted due to mishandling.

Event description:
Olympus was informed that the image blacked out during an unspecified procedure. There was no patient harm reported.